Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low" (specific value was not provided), and the meter bg reading was "high" (specific value was not provided). As a result of the basal suspension, customer's blood glucose (bg) level rose to 600 mg/dl, with high ketones. Customer gave a manual injection to address bg level and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and was released from the ER 5 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. No additional patient or event information was available.